Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was evaluated in the field; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported a child ran into the bassinet and scraped their hand on the edge of a chart holder. There was no patient involvement, but the child sustained a scrape which did not require medical intervention. It was also reported the child's face was covered by a cap.